Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter tip disintegrated while in the patient. The physician was able to retrieve majority of the broken tip. The catheter was removed. No patient complications have been reported as a result of this event.